Event description:
A customer reported a malfunction on a pump, and it was confirmed that the issue did not adversely impact the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.